Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using genmark bcid eplex. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a molecular false positive. Gram strains were done with no negative growth present. There was no indication that results were reported to clinicians, and there was no adverse patient impact. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "customer reporting gram negative ID with bcid eplex gp when testing 442021 bottles, but no growth is seen in culture." "Patient #1, *bottle lot number: 1167457, *please provide the date this patient was tested on the bcid eplex gp: (B)(6) 2021, *was eplex result dual positive? Yes. -bcid eplex-gp- resulted as staphylococcus and pan-gn, -bcid eplex-gn- pan gp, *time to positivity? ~28 hours, *was any organism seen on the gram stain for this bottle? Gram positive cocci, *was the bottle plated to media? If so what type? Blood, chocolate, *did any organism grow in culture? Staphylococcus saccharolyticus. No gram negative growth."

Event description:
It was reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced a molecular false positive. Gram strains were done with no negative growth present. There was no indication that results were reported to clinicians, and there was no adverse patient impact. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "customer reporting gram negative ID with bcid eplex gp when testing 442021 bottles, but no growth is seen in culture." "Patient #1: bottle lot number: 1167457. Please provide the date this patient was tested on the bcid eplex gp: (B)(6) 2021. Was eplex result dual positive? Yes. Bcid eplex-gp: resulted as staphylococcus and pan-gn. Bcid eplex-gn: pan gp. Time to positivity? ~28 hours. Was any organism seen on the gram stain for this bottle? Gram positive cocci. Was the bottle plated to media? If so what type? Blood, chocolate. Did any organism grow in culture? Staphylococcus saccharolyticus. No gram negative growth."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.